Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the doctor had found chemicals flowing backward on (B)(6) 2017, although no abnormality had been observed since the insertion of the device performed on (B)(6) 2017. The patient had simultaneously been infused with two types of chemicals: potassium chloride, under a certain pressure with a pump, and an antibiotic by a natural instillation. After a while, it was reported the doctor noticed yellow liquid, potassium chloride, had been flowing backward into the other bottle containing antibiotic. Since then, no similar case has been confirmed because the facility decided not to infuse two chemicals with different flow rates at the same time. The device was removed and collected on (B)(6) 2018. It was stated blood back-flow had not been observed because the route itself had never been positioned lower than the patient. The facility assumed that the lumens of the catheter had been connected to each other within the device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that chemicals were flowing backward was inconclusive due to the sample condition and since the clinical conditions could not be replicated. One 5fr d/l powerpicc was returned for investigation. The catheter exhibited evidence of use. The catheter had been trimmed to length at the 40cm depth mark. Residue from what appeared to be a dressing was observed on the extension legs and bifurcation. Use residues were observed on the external surface of the catheter between the bifurcation and the 8cm depth mark. A functional test revealed that the lumens were patent to infusion, but the lumen with the purple connector was difficult to infuse. Blood residue was found in the lumen at the 25cm depth mark. It is unknown if the residue within the catheter was a contributing factor to or a result of the reported event. The catheter was pressurized with water, but no leaks or backflow through either lumen were observed. The clamps on the extension leg functioned properly. No damage or defects associated with the manufacturing process were observed on the catheter. The cause of the reported event was not determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the doctor had found chemicals flowing backward on (B)(6) 2017, although no abnormality had been observed since the insertion of the device performed on (B)(6) 2017. The patient had simultaneously been infused with two types of chemicals: potassium chloride, under a certain pressure with a pump, and an antibiotic by a natural instillation. After a while, it was reported the doctor noticed yellow liquid, potassium chloride, had been flowing backward into the other bottle containing antibiotic. Since then, no similar case has been confirmed because the facility decided not to infuse two chemicals with different flow rates at the same time. The device was removed and collected on (B)(6) 2018. It was stated blood back-flow had not been observed because the route itself had never been positioned lower than the patient. The facility assumed that the lumens of the catheter had been connected to each other within the device.